Event description:
Bone marrow aspirate and biopsy was attempted and was unsuccessful. Manufacturer response: for jamshidi needle, trap system (per site reporter), none yet.

Manufacturer narrative:
The following elements have blank data.

Event description:
Bone marrow aspirate and biopsy was attempted and was unsuccessful. Manufacturer response for jamshidi needle, trap system (per site reporter). None yet.